Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close foot was not confirmed. However, the foot was completely retracted into the guide. The foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to close foot and difficult to remove vessel; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle after a venogram procedure with a 10f sheath. Reportedly, the foot plate would not retract fully despite the lever being completely returned to its original position. The device was difficult to remove; however, eventually removed without intervention or excessive force. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.